Manufacturer narrative:
The sterilizable light cover subject of the reported event was returned to the supplier for evaluation. The light cover was tested and reviewed, and no abnormalities were identified. All specifications were met. Based on the evaluation, the likely cause of the reported event was that user facility personnel did not fully insert the light cover onto the light handle. User facility personnel were reminded of the importance of following the instructions for use when using the light cover. The packaging was not included with the return and the lot number is not printed on the cover, therefore, the lot number could not be determined. No additional issues have been reported.

Event description:
The user facility reported the silicone sterilizable cover to their harmonyair a-series lighting system detached during patient procedures and fell into the sterile field. A procedure delay was reported. No report of injury.

Manufacturer narrative:
The silicone sterilizable cover subject of the reported event is being returned for evaluation. Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.